Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user opened multiple catheters and these lot# are ref# (B)(4), lot #ngjx4260. Ref# (B)(4), lot# ngjz0361, lot#ngjx3010.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as there was no sufficient information to report the event. This report is being submitted as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not completed due to a lack of information. Correction- d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user opened multiple catheters and these lot# areref#33618, lot #ngjx4260, ref#33420, lot# ngjz0361, lot#ngjx3010.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned attached two-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the attached two-photo sample noted observed excessed powder on the catheter drainage eye. This does not meet specification per (B)(4), revision 36 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: b, d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user opened multiple catheters and these lot # are reference # (B)(4), lot # ngjx4260, reference # 33420, lot # ngjz0361, lot # ngjx3010. Per follow up information received via email on 25sep2025, it was reported that the customer received the email on august 14, 2025, "the complaint indicates that a photo sample has been provided, therefore, a physical sample is not needed (B)(6)" also, excess powder and crumb cannot be seen now. There was no patient involvement.